Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. At 1mm proximal to the distal markerband, there was a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and located in the non-tortuous and moderately calcified first right posterolateral artery. The balloon ruptured during the second inflation at 20 atmospheres for 10 seconds.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and located in the non-tortuous and moderately calcified first right posterolateral artery. The balloon ruptured during the second inflation at 20 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon dilatation catheter was advanced for dilatation; however, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.